Manufacturer narrative:
The device was disposed in the hospital.

Event description:
It was reported that during use difficulties were encountered with inflation and deflation of the balloon catheter. The device was removed from the patient. There was no clinical consequence to the patient.

Manufacturer narrative:
Correction: event description - corrected. Additional information: the device catalog and lot numbers updated. The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for evaluation; so analysis of the device could not be performed. It was reported that there were inflation and deflation problems during use of the device. Blood was noted during visual inspection of the device after it had been removed from the patient. Blood within the lumen is an indication that the distal tip of the guide wire may have been withdrawn past the distal tip of the balloon catheter causing blood to enter the inner lumen. Blood within the inner lumen may cause inflation and deflation issues due to the formation of embolus within the micro-machined tubing of the balloon. However, there is no indication of this from the available information. Based on the information available, the cause for the reported issue cannot be determined.

Event description:
It was reported that after the first inflation of the balloon due to poor visualization, the physician decided to remove the balloon catheter. After the unsuccessful attempt to remove the balloon with aspiration, the physician withdrew the wire to allow deflation. However, the deflation was incomplete and the physician withdrew both the partially inflated balloon and guide catheter together as one unit. Visual inspection of the device after it was removed showed continued partial inflation on its distal tip with some blood in the lumen. Follow-up angiography showed that there was no evidence of flow restriction and no evidence for embolic complication. There was no clinical consequence to the patient resulting from these manipulations of the balloon.